Event description:
A caregiver (parent) reported a sensor error message with the adc device. The caregiver reported that the sensor was placed on a 1 year old (off-label use) and due to error message they checked glucose via capillary meter and determined hypoglycemia. The caregiver provided treatment of apple sauce. The freestyle libre 3 system is not indicated for use for children under 4 years old. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a sensor error message with the adc device. The caregiver reported that the sensor was placed on a 1 year old (off-label use) and due to error message they checked glucose via capillary meter and determined hypoglycemia. The caregiver provided treatment of apple sauce. The freestyle libre 3 system is not indicated for use for children under 4 years old. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.